Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh (B)(4). Arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer using the maxi sky 2 ceiling lift and the disposable repositioning sling ripped. No injuries were received by the patient as a consequence of the event. When reviewing similar reportable events, we have found a very low number of cases with similar fault description (disposable repositioning sling ripped). The occurrence rate observed for reportable complaints with this failure mode is currently considered to be very low and stable. It has been established that the ceiling lift device (maxi sky 2) and a disposable repositioning sling were being used for patient handling at the time of the event. No malfunctions related to the lift device were indicated that could have caused or contributed to the event. An on site inspection found the disposable repositioning sling ripped. The faulty sling was returned to manufactured for evaluation. Therefore, in this case this sling malfunction could have caused or contributed to the event. The lift and the sling which work as a system were found to have not been to specification from a functional perspective when the event took place. The safe working load for disposable repositioning slings ahd001 is 272 kg and fulfil the iso10535 requirements of being stable with the safe working load. The products were load tested with a static load of 1,5xswl (408 kg) for 20 min. For ahd001 disposable repositioning slings made of polycotton fabric does not show any sign of damage or wear after the load test. When bearing in mind that the safe working load of disposable repositioning slings is 272 kg, this can be seen as a more than considerable safety margin. Therefore, for the sling to have torn, we strongly believe it to having been damaged before the transfer and could additionally becoming caught in an obstruction by blocking it under rail of the bed and lifting (a much higher strain). From the information received it appears more likely that the disposable repositioning sling was being used for the patient's lifting which is not intended to be used for. In accordance to product specification the repositioning sling is intended for assisted lateral repositioning of residents with limited ability to move. The disposable repositioning sling ahd001 is intended to be used for a limited period only, and, by nature of its design, must be treated as a disposable and resident specific product. The repositioning sling is not intended for lifting transfers. Our evaluation appears to be in line with a use error having occurred, but does not allow us to perform a specific simulation with regards to this event. The possible sequences of event presented above seems to be the most probable and to be in line with the event description. Our assumption is that the event was caused by use error, based on the customer information. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. During normal and on label use, without any malfunction, it is highly unlikely that the ahd001 sling will rip. This is shown by the lack of complaints volume of such issue when compared to the amount of sold devices and in comparison to their daily use. Therefore the root cause of this event appears to be use error: not following the instructions for use section that explains how inspect the sling before transfer and how to safely transfer a patient with the device. We find it likely that the fabric ripped due to combination of being damaged before the transfer, an excessive amount of force outside of intended use and also that the disposable repositioning sling was being used for the patient's lifting which is not intended to be used for. This constitutes a use error. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The device was requested for return to the manufacturing site in order to perform further evaluation of claimed sling. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2017 arjohuntleigh received customer complaint where it was reported that repositioning sling tore during a lateral transfer of resident. No consequences to resident were reported.